Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced symptomatic ventricular tachycardia (vt), usually at night. It was noted, the device would detect the vt, however, the wavelet discriminator would refer both as ventricular tachycardia (vt) and supra ventricular tachycardia (svt). It was further noted that due to this incorrect discrimination, the device would not delivery therapy, and the patient required hospitalization to reverse the arrhythmia. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a vt detection and there was a wavelet detection. Ventricular tachycardia (vt) was detected as supra ventricular tachycardia (svt) via wavelet during episode #16 on (B)(4) 2015. Wavelet withheld therapy inappropriately during episode #16 on (B)(4) 2015.